Manufacturer narrative:
Correction - please refer to d4 lot# the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned screw was found damaged. The screw head was severely damaged & deformed, and the bottom of the screw head was chipped-off and deformed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was most likely caused by misalignment of the screw during insertion along with over tightening. The locking part of the screw thread was most likely stripped during the usage of the screw, preventing the locking mechanism to function properly. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the locking screw did not lock to the plate. The screw and the plate were replaced".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the locking screw did not lock to the plate. The screw and the plate were replaced".